Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). Calibration and controls were acceptable. A general reagent problem can be ruled out as calibration and controls are acceptable. An interference issue with the sample is not likely based on the reaction monitor. Precision studies were performed and were questionable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with astp on a cobas pro c 503 analytical unit. No questionable results were reported outside of the laboratory. The sample initially resulted in an ast value of 36.3 u/l and repeated as 75.9 u/l. The sample was repeated on a second analyzer, resulting in a value of 38.4 u/l.

Manufacturer narrative:
The field service engineer adjusted the mixer and the detergent volume in the cells. No further issues occurred after the service actions were performed. The investigation determined the service actions resolved the issue.